Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was reportedly nearing elective replacement indicator (eri) two months ago. Currently, however, the device showed an estimated longevity of 1.5 years. Boston scientific technical services (ts) discussed possible current bin behavior and recommended not to have the patient wait 6 months for follow up. Additional information received from the field representative indicated that the patient will be checked in three months. The device remains in service. No adverse patient effects were reported.